Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a product performance issue. The device was explanted and successfully replaced. The patient's status was unknown.